Event description:
Information received indicates the bed exit is not working.

Manufacturer narrative:
The technician found the switch on the scale head was bad. The technician replaced the scale head control box to repair the bed.